Event description:
It has been reported to philips that the system won¿t boot up. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed system will not boot up. Upon functional testing, fse found that there was no dc power output in pc box. The fse replaced pcbox power supply. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.